Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During the system check with tandem technical support, it was determined that the infusion set site should be changed. Also, it was reported that the customer's fill estimate was inaccurate. The customer reported an elevated blood glucose; however, the exact value was not provided. It was noted that the customer ended the call prior to troubleshooting the fill estimate with tandem's technical support. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided as the customer declined to provide information and no further issues were noted.